Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as product was not returned.¿ clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x- rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The following was reported: a status post right total knee done on (B)(6) 2019 has redness and appears to have an infection. The dr decided to open the knee wash it out then reinsert a new triathlon cs insert. The procedure was performed without incident. No further information is available.